Event description:
Boston scientific received information that high frequency noise was observed on this pacemaker and right ventricular (rv) lead. The device was noted to appropriately classify the signal as noise and provided asynchronous pacing at 60 ppm. The patient's underlying rhythm of approximately 80 bpm was visible throughout the episodes of noise. Upon further review, noise was not observed when the device was programmed to unipolar pacing with bipolar sensing. It was also noted that bipolar pace impedance measurements were greater than 2,000 ohms. Noise was observed when performing provocative maneuvers and during bipolar impedance testing. An x-ray was submitted to boston scientific technical services (ts) for review whom suggested the lead appeared to be under-inserted in the device header which was later confirmed by another x-ray. System revision was planned. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed wherein the lead was disconnected and reinserted securely into the device. Lead measurements were stable and within normal limits following reinsertion. No additional adverse patient effects were reported. The lead and device remain in service.